Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected. The patient's blood glucose at the time of incident is unknown. The insulin pump froze up as a result of the alarm. Troubleshooting was declined for the software error detected alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, line number 614 file number 174, due to a software error. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.